Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads and displayed a "check pads" message. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included functional testing without duplicating the report. The device was recertified and returned to the customer. Review of the clinical log showed indications of a loss of connection that was resolved during troubleshooting. It is likely the loss of ECG was related to poor coupling between the pads and the patient's skin. However, without reciept of the electrode pads used, this could not be firmly established. Retain sample testing of the lot number 0424b found no discrepancies. No trend is associated with reports of this type.